Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device sustained physical damage when it fell from the user¿s pocket, resulting in a cracked but functional screen. Symptoms included no injury. Outcomes included no interruption of therapy and no medical intervention. Investigation included collection of user report, request for device return, and coordination of return shipping. Investigation of this case revealed damage consistent with accidental drop and normal device behavior otherwise. It was concluded that the device experienced screen damage due to external impact, with no malfunction related to therapy delivery.